Manufacturer narrative:
Investigation/evaluation: a review of the complaint history, device history record, documentation, drawing, manufactures instructions, and quality control procedures of the device were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record shows five nonconforming events which could potentially contribute to this failure mode. These nonconformances were for: shaft damage, tip damage, length incorrect, endhole incorrect, and endhole damage. Though some of these nonconformances were related to the reported failure mode, all affected units were scrapped and not replaced prior to order completion. It should also be noted there were no other reported complaints for this lot number. Furthermore, a review of the manufactures instructions, drawings, quality control procedures, and the overall device history file was conducted, and no gaps were discovered. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be established. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
PMA/510(k) number: pre-amendment. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported, the sheath tip of the micropuncture transitionless access set was noted to be finely split so the device could not be inserted into the patient. Another device (manufacturer not provided) was used instead to complete the pacemaker implantation procedure via the subclavian vein. Scarring was not present at the access site. The procedure was successfully completed using the substitute product. The patient did not experience any adverse effect as a result of this issue. The complaint device will not be returned to the manufacturer to aid in the investigation. Photos of the device are not available for review.